Manufacturer narrative:
There was no indication of a product problem with the reagent. The issue was resolved by the previous service activities. The customer stated that they have not had further issues with the assay since service was performed. The root cause was identified as a fluidics failure related to maintenance.

Manufacturer narrative:
(B)(4).

Event description:
The customer ran passing quality controls (qc) on the a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c) reagent pack prior to using it on the cobas integra 800 (i800). She did not have enough samples to finish out the pack, so she performed qc at the end of the pack which was out of specification. The customer pulled five patient samples previously analyzed that day and repeated them on another i800 in the laboratory. Of the five samples, only two had discrepant high hba1c initial results when compared to the repeat results. All initial and repeat results were released outside of the laboratory. Sample 1: the initial result was 7.59%; the repeat result on the other i800 was 6.98%. Sample 2: the initial result was 6.02%; the repeat result on the other i800 was 5.49%. The customer performed sample and reagent flow checks which passed. She replaced the hemolyzing reagent and hba1c reagent pack, and repeated qc which passed. The customer pulled all patient samples (approximately 100) run on this instrument on the date of the event and repeated them on the other i800. Thirty corrected reports were issued due to a 4-6% difference in results. No specific data or information was provided for these samples no adverse event occurred. Calibration was acceptable before and after the event. The hba1c reagent lot number is 16445901 with an expiration date of 12/31/2017. The field service representative performed a light barrier check and sample flow check which passed. He performed a reagent flow check, which passed at the low end of specifications. He performed workstation accuracy and sensitivity checks which passed. He performed a check test which failed. He decontaminated the instrument; replaced a filter, degasser filter, degasser pump, air filter, all air dryers, and all probes. He confirmed system, vacuum, and degasser pressures. He performed a successful check test. The customer performed successful calibration and qc. Investigation activities are going.